Manufacturer narrative:
As received, a complete lead with stuck guidewire inserted was returned in one piece. Analysis found, the ptfe coating of the stuck guidewire was found stripped and was found bunched up with the inner coil distal to the connector pin. The cause of the reported event was isolated to the bunching of the stripped ptfe coating of the guidewire and inner coil at the connector region consistent with procedural damage.

Event description:
It was reported that the during the implant, the physician could not remove the wire from the left ventricular lead. The lead was not used. A new lead was attempted; however, venous access could not be obtained. The physician plugged the lv port and plans to attempt at another time. The patient was in stable condition.